Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketones. The customer also reported that the insulin pump alarmed no delivery recurrently. The customer's blood glucose was 33.3 mmol/l. She was treated with intravenous drips and insulin injections. The customer stated that she changed the infusion set several times with the same outcome. The customer did not observe any significant events leading to the alarm. The customer stated that she did not believe that the insulin pump was always able to push insulin forward and did not feel safe using the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.